Manufacturer narrative:
Evaluation summary: kit was examined prior to decontamination. Clear liquid, most likely saline, was visible inside the system. A black, cylindrical particulate, about .1" long, was found inside pressure tubing. Dpt was pressurized and no leakage was found from the gel/sensor pad. The gel/sensor pad did not seem to be damaged. Thus the particulate did not come loose from the sensor pad. The gel/sensor pad did not seem to be damaged. Thus the particulate did not come loose from the sensor pad and it was not likely that the particulate came from IV solution because it would not get past the filter inside drip chamber. It seemed the particulate could be burn material that got introduced into the pressure tubing during tubing extrusion.

Event description:
It was reported that transducer pressure spiked to heparin bag and flow suddenly diminished before use. Tubing was examined and black shard was noticed in tubing. Setup was removed due to potential flow into patient, possibly causing embolus.